Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned stent delivery system. The stent remains implanted. The reported difficult to position and device break were unable to be confirmed although the reported dislodged stent was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported during an iliac artery intervention, a 9 x 29 mm omnilink elite stent delivery system (sds) met resistance while advancing through the sheath, but was successfully implanted in the lesion. Next, a 9 x 19 mm omnilink elite sds met resistance while advancing through the sheath and was pushed aggressively. Once outside the sheath, the stent implant dislodged from the balloon. Using a small balloon catheter, the stent implant was brought to the lesion and implanted. At some point during implantation, a stent strut was noted to be fractured. Two additional omnilink stents were implanted, one overlapping the fractured strut. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.